Manufacturer narrative:
Eval summary: no devices were returned; however, photographs of the glenoid were supplied. As seen in the photos, the center peg of the three peg glenoid is fractured and missing. It is unk if this fracture occurred during the revision surgery. It should also be noted that there is no visible cement on the glenoid. Surgical notes were not provided. The supplied x-rays are unclear; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval: it is not suspected that the products failed to meet specifications. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that he pt was revised due to pain, radiolucencies and bone loss.